Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that one lead migrated and one lead was fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-06246. It was reported that following a fall, the patient experienced ineffective therapy. X-ray imaging revealed migration of 1 lead and high impedances on the other lead. As a result, surgical intervention may be undertaken to address the issue.